Event description:
Pt underwent implantation with synthes prodisc -pdl- at l5-s1 on (B)(6) 2012. Reported progressively worsening left leg neuropathic pain. Imaging determined that pdl appeared to be located off midline and was collapsing on the left side. Pt returned to hospital for removal of pdl on (B)(6) 2012. Revised to synfix fisation at l5-s1. Diagnosis or reason for use: pain assoc w/herniated l5-s1. Event abated after use stopped or dose reduced: yes.